Event description:
Pt was referred for transvenous ICD revision because of clinical and radiographic evidence of lead fracture near the left clavicle. It was immediately clear during the revision that the lead was transected where it has been implanted through the clavicular periosteum into the subclavian vein. The lead was gently removed and replaced with a new dsp lead.